Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with test minilink and the glucose sensor simulator. The insulin pump communicated properly with glucose sensor simulator and display the 100 value properly on display graph. The insulin pump was also programmed with test glucose meter. The insulin pump communicated properly and recorded the 108 mg/dl value properly from glucose meter. The insulin pump was received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. No damage noted on the lcd glass.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer reported that the insulin pump had crack on the top of the battery compartment to the lcd. The customer stated that there was a missing part on the battery compartment. The customer's blood glucose was 33 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food and orange juice. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.